Event description:
During a regular follow-up at the hospital, ventricular noise oversensing was observed on one episode. According to the patient, he did nothing unusual on this day. The noise was not reproduced although some attempts were made in various ways (e.g. Isometric test, raising arms, shaking around the pocket, contracting the abdominal muscles while raising the legs).